Manufacturer narrative:
Additional information provided in d4., d.9., h.3., h.4., h.6., and h.11. There was no service record relevant to the complaint reported event, found. All surgical systems are verified to meet specifications after installation and customer-initiated servicing. The company representative present at the site confirmed the reported event. Investigation of the reported event found that antenna placement needed to be changed to improve performance at the 2.4 gigahertz (ghz) and 5 ghz frequencies. Software changes also needed to be made to improve connection stability by timeout tuning from the remote-control side and a pairing algorithm on the host software side. Both factors affect wireless connectivity of the remote, resulting in the reported loss of connection. A non-conformance-based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance-based review of the serial number was not performed. As the unit was manufactured exclusively under specific protocols/surgical procedures protocols, a similar complaint review of the serial number was not performed. The root cause of the reported event is attributed to placement of the antenna and software. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic system remote control would lose connection every time phacoemulsification was enabled. The surgery was completed. Details of procedure and patient harm was not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).